Event description:
The customer's mother reported via phone call that the customer experienced insulin leak in the insulin pump even after performing a complete set change twice. The customer's blood glucose was 298 mg/dl. The customer explained that the incident occurred during normal use of the insulin pump. While troubleshooting, the customer confirmed that the insulin pump had been exposed to fluid in the past but with no moisture visible in the insulin pump. The insulin pump passed the self test. The customer was advised to monitor the insulin pump and call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-53209.